Event description:
It was reported that the pacemaker system triggered a lead safety switch (lss) due to high out of range right atrial (ra) pacing impedances measuring greater than 3000 ohms. Additionally, there was some stored events due to myopotential oversensing. Technical services discussed programming options. At this time, this pacemaker and non boston scientific ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).